Event description:
It was reported by service report that the head right siderail was broken, and it could not be locked in the upright position. The siderail panel was damaged, and there was a possibility for fluid ingress to occur. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: head right siderail could not be locked in the upright position due to a broken timing link with no sharp edges. Damaged head right siderail panel.